Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received manufacturer representative regarding a patient who received morphine (48mg/ml, 3mg/day) and baclofen (1000mcg/ml, 63.6mcg/day) in an implantable pump for non-malignant pain. A new pump was implanted on (B)(6) 2016 and when the reporter attempted to update the pump, a pump memory error occurred. It was reviewed this was an issue with the telemetry and not a pump issue. There were no reported symptoms. The reporter was eventually able to get telemetry in the post-operation room. There was even some interference there. A lead apron was placed over the programming head to shield out electromagnetic interference (emi) and the pump was successfully updated. The issue was thought to be caused by fluorescent lighting. The issue "self-corrected" within 5 minutes. The patient did not have any adverse effects from telemetry issues. The issue was considered to be resolved at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.